Event description:
A customer reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the customer through the reset process; the error was resolved as the pump did not display the error code again. The customer was able to successfully start their sensor session.